Event description:
In 2008, baxter received a report that a male patient, experienced an episode of significant blood loss during the use of an aurora device. The patient was alert, aware and oriented while receiving hemodialysis treatment, which began at 1:26 pm in 2008. Reportedly, the patient's venous needle became dislodged and the aurora hemodialysis machine did not alarm venous pressure. The needle had been secured in place with adhesive tape. Reportedly, the drop in venous pressure went from 133 to 11 at 3:45 pm. It was reported that the machine would check blood pressure every 15 minutes. The total volume was 57.3 liters. The medisystem tubing set that was being used has a lot number of 8065101. The event occurred after the patient was on the device for approximately two hours. The patient was sleeping during his therapy and did not verbalize any symptoms or discomfort. The nursing technician was in the pod and noticed the patient's face and walked over to where he was lying and saw the blood on the floor. Pressure was placed on the needle site and 911 was called. Normal saline fluids were infused wide open to gravity with the nurse squeezing the bag to prevent shock. The patient had a pulse, was breathing, but was unconscious. The patient lost more than half of his blood on the floor. The patient received 4400 units of heparin (apraxis brand) during the treatment. The last vital signs obtained before the patient was taken by helicopter to a nearby trauma center were: blood pressure: 125/54, heart rate 65. Upon arrival to the trauma center, the patient was intubated. He had an admitting hemoglobin of 6.8 (same day). On the next day, the patient's hemoglobin was 9.0, was awake and alert, but remained intubated. His blood pressure remained stable.

Manufacturer narrative:
A field service engineer performed an evaluation of the machine. A follow up report will be filed upon receipt of the results.